Manufacturer narrative:
The affected device was analyzed by dräger service. The user stated that the event occurred around 9:00 am, but no device malfunction could be found at that time in the log files. Log entries show that on may 4th 2017 the ventilation worked without issues until 10:01 am at what point the recording data suddenly stopped indicating that the device was switched off by the user via the toggle switch. After 18 minutes the device started recording data indicating that it was switched on again. At that point at 10:19 am a device restart could be seen in the log, but this likely occurred after the reported event as a reaction to the device being switched off via the toggle switch. Furthermore, a printed board assembly was replace as a precautionary measure, but analysis showed that this is not related to the reported event. During the restart audible alarms are posted to inform the user and the emergency-breathing valve opens to allow for spontaneous breathing. After the restart of the ventilation unit which lasts about 8 seconds the device continues ventilation with the latest settings.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigaton was started but is not yet concluded. The result will be reported in a follow up-report.

Event description:
It was reported that while the ventilator workstation was connected to a critically ill patient, the c500 display blanked out, allegedly the ventilator shutdown and the audible alarm sounded. The patient was manually ventilated until the situation could be corrected. No patient injury was reported.